Manufacturer narrative:
Suspect medical device UDI: (B)(4).

Event description:
It was reported that the generator's battery life indicated 25% remaining. The physician was concerned that this was earlier than expected based on the programmed settings and the implant time of the device. The manufacturing records of the generator were reviewed and it indicated that the generator passed quality control inspection prior to distribution. It was noted that when the generator was first implanted high impedance was observed and the lead issue was addressed at a later surgery. This event was captured in mfg. Report #1644487-2015-05675. It was reported that the physician wished to keep the device programmed off until the high impedance was resolved. However it is not known when the device was first programmed on therefore it is unclear if the device was programmed on when the high impedance was occurring. This could have potentially contributed to the battery life indicator. The physician's programming data was received and reviewed. It indicated that the battery voltage of the device was depleting more quickly than expected. No additional relevant information has been received to date.

Event description:
It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. No additional relevant information has been received to date. No known surgical intervention is known to have occurred to date.

Event description:
The generator was replaced however it was discarded following the surgery. Therefore product analysis will not be completed.